Event description:
It was reported the pt was experiencing soreness at her scs ipg pocket site. Subsequently, the physician assistant gave the pt a pain injection. F/u identified the injection temporarily resolved the issue and the pt is to receive an add'l injection.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.